Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump would not fully inflate. The physician determined that the device had fluid loss. During revision, a tear was found in the left tubing close to the pump. The system was replaced with 15cmx12cm cylinders, a pump, and a 100 ml reservoir. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.